Manufacturer narrative:
Date of event the exact date of the event is unknown.

Event description:
It was reported that post a convective radiofrequency water vapor thermal therapy procedure it was noted that there was a complication. No further information has been provided.